Manufacturer narrative:
Other applicable components are: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type ii and spinal pain. It was reported that three of the patient's leads were out of place and one of them was shocking her lungs. The patient was only getting pain relief on one side. An x-ray was done which confirmed the three leads being out of place. The patient's doctor directed her to turn the ins off. The patient wanted to obtain the contact information for the local manufacturer representative (rep) so that they could meet the patient at her appointment for the issue. It was noted that the patient's healthcare professional (hcp) had called a rep multiple times but had yet to hear back. The patient was to follow-up with the hcp. The issue began in (B)(6) 2015. The patient was told by the hcp that they left a message notifying a rep in (B)(6) 2015. Additional information was received from a rep who reported that they would be meeting with the patient on (B)(6) 2016 at 2:45 pm.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the patient's ipg is dead and was unable to interrogate. It is also noted that the rep is actively looking for a physician to help perform a possible revision if needed, based on her insurance provider. The patient has been denied care by most of the physicians in the area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.